Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. In this MDR, bd corporate headquarters in (B)(4) has been listed as flextroniccs is an OEM manufacturing site.

Event description:
It was reported that the bd¿ phlebotomy sharps collector, 1.5 qt needle port lid would not shut on 3 products. The following information was provided by the initial reporter: the lid did not shut. This issue was observed for three products.

Manufacturer narrative:
H6: investigation summary according with this investigation there is not enough information provided from customer like pictures or samples to determine the root cause of this issue, however in the report mentions that the lid does not remain shut after they disposed the first needle. According to the DHR review process, the result showed there were no issues reported like lid will not shut issue during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid will not shut issue for the same part number throughout the last twelve months. Based on the result of this investigation, this is not failure mode related to the manufacturing process because the issue reported is a functional test not required by customer specification, therefore neither is evaluated within the process inspections, however, as part of this investigation and due several complaints received, an engineering study was performed to evaluate the functionality of this feature (temporary closure), the results of this es was that the events reported by the customer of ¿lid does not shut¿ are not present or were not able to be replicated under controlled test for the existing production parts, therefore, it can be concluded with 95% reliability / 95% confidentiality that the parts producing doesn't open by themselves and its required to be applying a force minimum of 1.5lbsf to be opened.

Event description:
It was reported that the bd¿ phlebotomy sharps collector, 1.5 qt needle port lid would not shut on 3 products. The following information was provided by the initial reporter: the lid did not shut. This issue was observed for three products.